Event description:
It was reported that nurses in the oncology department noted a needle leak during chemotherapy administration. A few drops leaked but it was not necessary to decontaminate the patient. The infusion was disconnected and when flushing with an lp syringe, the leak also reappeared. Leakage during the perfusion of carbloplatin and vepesid (treatments). No harm to the patient; only a few drops have flowed and the needle has been replaced. Here is the information regarding chemo: ¿ carboplatin 536 ml administered over 30 minutes. ¿ vepesid 508 ml administered over 1 hour.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. Four 20 ga x 0.75 in. Powerloc infusion sets were returned for evaluation. An initial visual observation of the returned infusion sets revealed abundant blood use residues throughout sample 1. It was observed that samples 2, 3 and 4 were returned in their unopened packaging. The safety mechanism was engaged over the needle tip of sample 1 upon the return of the device. A tactile evaluation of each sample revealed the needles of sample 1 and sample 2 were loose in the needle housing. The needles of samples 3 and 4 were observed to be firm in the needle housing. A functional test of pulling the needles of each device with little force revealed the needles of samples 1 and 2 could be pulled out of the needle housing with little force. A microscopic observation revealed insufficient adhesive coverage along the proximal end of each needle shaft of sample 1 and sample 2. The root cause of the failure was determined to be insufficient adhesive coverage along the proximal needle shafts of samples 1 and 2. The devices are supplied components and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: it was reported the leak did not cause a significant delay because the leak was quickly identified by the nurse but just generated a little stress for the patient. There were no complications.